Manufacturer narrative:
Evaluation method: the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed a burn under the device. There was no alleged device malfunction. The burn occurred during a treatment event. The patient was appropriately treated while they were in vf. The patient's arrhythmia was successfully converted to bradycardia at 45 bpm, a life sustaining rhythm. The electrode belt appropriately deployed gel. The impedance of the treatment was in an appropriate range. The patient received care from a burn center. The patient's medical condition is unknown at this time. The patient ended use of the device.